Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose was 346 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.